Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant, dry thoroughly." Correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the temperature sensing extension cord had poor temperature display and the temperature display disappeared. Per follow-up received via ibc on 16dec2022, stated that temperature sensing extension cord had poor display.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing extension cord has poor temperature display and the temperature display disappears.